Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was b)(6) 2000 and the rmd alert occurred on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to high battery impedance condition. Ts noted that the battery capacity will continue to decrease and latitude is no longer able to monitor the device due to limited battery capacity. Device replacement was then recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the rmd alert occurred on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to high battery impedance condition. Ts noted that the battery capacity will continue to decrease and latitude is no longer able to monitor the device due to limited battery capacity. Device replacement was then recommended. No adverse patient effects were reported. The device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.